Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products:guide cath: steerable guide catheter, implanted mitraclip. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for air leak, leading to air embolism, which has the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2016, the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. One clip was implanted without issue. A second clip delivery system (cds) (51211u243) was advanced into the left atrium. An st elevation was then noted and it was noted that there was air in the left ventricle. At that time, it was discovered that the stopcock was open. The cds was removed without difficulty. No intervention was performed to remove the air from the left ventricle and the patient condition was observed. A third clip was implanted and the mitral regurgitation was reduced from grade 4 to 2. Post procedure, the patient was doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of air embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The mitraclip instructions for use states to confirm that the stopcock on the clip introducer flush port is closed and that the clip introducer is de-aired. The investigation concluded that the reported patient effect of air embolism was related to user error and the reported ECG/ekc changes were likely cascading effects. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.